Event description:
Ous MDR - this lead was explanted and replaced due to dislodgement. The physician attempted to revise the lead but was unable to correctly retract the screw. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the df4 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin and affected the fixation mechanism as mentioned in the complaint description. Further analysis of the lead did not reveal any other irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.